Event description:
It was reported that a patient who was implanted with a vns device had passed away due to reported sudep. The patient's parents reported a lack of efficacy with the device. Additionally, the patient's primary physician stated that his death was unrelated to vns. The device was explanted by the funeral home and left with the family. No product analysis will be performed.